Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the device was broken was confirmed. An assessment was performed, and it was determined that the device had fell apart ¿ unattached and did not function. It was further determined that the device failed pretest for general condition and check the function of quick saw blade coupling. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device was broken. During in-house engineering evaluation it was determined that the device fell apart- unattached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.